Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she has experienced erratic blood glucose over the past 2 weeks. On (B)(6) 2011 at 10:00 pm, patient's blood glucose was "hi" on her blood glucose meter. Patient bolused 10 units of insulin through the infusion device and went to bed. She vomited several times throughout the night and felt disorientated. She called an emt and was transported to the hospital. Patient was admitted to the hospital and received unknown treatment, and she was discharged on (B)(6) 2011 at 9:40 pm. Patient examined the infusion set while in the hospital and noticed there was a visible pocket of air and that the luer lock had become disconnected from the insulin cartridge. She switched to a different type of infusion set while in the hospital. Blood glucose was erratic the day she was discharged and was 49 mg/dl and 35 mg/dl the following 2 mornings. She woke up sweating and had hypoglycemic symptoms and was able to treat herself with food and glucose. During the week of the report, blood glucose was over 300 mg/dl despite bolusing through the infusion device. No alerts or error messages were received on the infusion device. Patient was concerned the infusion device does not correctly count the insulin remaining in the cartridge. She was educated on aligning the piston rod with the cartridge volume. Adapter has not been changed "in a long time." The cartridge is used per specification, and patient was advised on the correct type of battery. There have been no leaks, blockage, or blood in the system. Time and basal rates are programmed correctly. Patient was sent complimentary infusion sets and adapters. Follow-up was completed with patient on (B)(6) 2011 and blood glucose was within normal ranges of 70-170 mg/dl over the previous 3-4 days. Patient believes concerns were due to her physiology. Follow-up was completed on (B)(6) 2011, and patient reported the infusion device is functioning as intended and the alerts and error messages are appearing correctly. No product will be returned for evaluation.